Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation of use.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. It was noted that intermittent blurry/foggy image was seen due to a bad charge coupled device. It was also noted that the plug unit/video connector were cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had grainy picture. There were no reports of patient harm associated with the event.